Event description:
Major pump unit(s) involved: blood pumpadditional text: lvad device infectedspecific component(s) involved: pump drive unit malfunctionadditional text: lvad device infectedother component:causative or contributing factor: patient noncompliance in device maintenance and protectionother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction